Manufacturer narrative:
This event was determined to be supplemental. Investigation findings will be submitted under 2916596-2023-02963. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Section b3: the event date has been estimated. Due to system limitation the following was added to h10 of MDR: section h6: health effect - clinical code e2205 bacteremia.

Event description:
It was reported that the patient had a driveline infection and bacteremia.